Manufacturer narrative:
Gehc surgery personnel collimator shutter leaves stuck closed. Found loss of collimator width position signal on fluoro functions pcb. June 18 esd kit inspected and functional. Replaced fluoro functions pcb and collimator, same problem. Found broken wire in high voltage cable leading to collimator.

Event description:
Customer reported on thursday, a blocked image after fluoro. Customer reported, the collimator shutter leaves are partially blocking image. Procedure was completed with no harm to pt.